Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level and was treated with pen. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose level. The customer did not allege the insulin pump for under delivery. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.